Event description:
It was reported that the patient had finished a course of chemo and radiation therapy. During follow up the pulse generator exhibited a marker anomaly. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.